Event description:
The patient was imp[lanted with a left ventricular assist device. The vad coordinator reported that the patient was implanted with a pump and after a relatively uncomplicated surgery, three hours post-operation, he cardiac arrested and died.

Manufacturer narrative:
The system controller was returned for evaluation due to a report of the patient expiring shortly following implant. The controller was functionally evaluated and tested while connected to a mock circulatory system. The controller was determined to function as expected during our investigation, even while supported by either power lead independently. The log file from this system controller was reviewed and it contained approximately 13 hours and 44 minutes of data. Hazardous low flows were recorded accompanied by the expected low flow hazard alarm intermittently activating throughout the events captured. A cause for the atypical events contained within the log file could not be attributed to the returned system controller. The system controller functioned as intended and a conclusive cause for the reported event was unable to be determined based on the investigation of the returned system controller. A review of device history records for this device shoed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.